Event description:
During an atrial fibrillation performed without fluoroscopy, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. Transseptal puncture was performed to gain access to the left atrium. It was noted that the physician was having difficulty visualizing the sl0 transseptal sheath dilator and guidewire as they were crossing through to the left atrium from the right atrium. While advancing the dilator and guidewire of the sl0 transseptal sheath into the left atrium, the left lateral wall of the left atrium near the left atrial appendage was dissected. The patient's blood pressure dropped. An intracardiac echo ultrasound was done which revealed a pericardial effusion and a pericardiocentesis was performed. 500 ml were removed from the pericardial space and transfused back into the patient and the patient stabilized. The physician thinks the cause of the issue was dissection of the left lateral wall of the left atrium with the transseptal sheath guidewire. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.